Event description:
Same case as 6000093-2007-00442 and 00444. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician placed three taxus express2 drug eluting stents to a very tortuous left anterior descending (lad) artery. Initially, a 2.5x24mm stent was placed in the distal to mid lad, the other two stent sizes are unknown. All three stents experienced balloon withdrawal resistance. The 2.5x24mm stent took five minutes to get the balloon out of the stent. During this process, the patient experienced "st changes as well as other symptoms due to this issue. The physician was able to disengage the guide catheter to ensure that he would not damage any other vessels, he continued to inflate and deflate the balloon until he was able to remove it. Patient is fine no adverse events came from this." Additional information regarding this event was requested.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the pt; therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.